Event description:
It was reported that the patient presented for a pacemaker change procedure. During procedure, it was noted that the screw on the ventricular port of the pacemaker failed to disconnect. It was also observed that the washer was missing from the screw on the ventricular port. The pacemaker was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for a pacemaker change procedure. During procedure, it was noted that the screw on the ventricular port of the pacemaker failed to disconnect. It was also observed that the washer was missing from the screw on the ventricular port. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of could not untighten the ventricular setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the ventricular setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. During the explant procedure in the field the physician was able to use tools to remove some of the calcified blood and engage the stripped inset with tools to untighten the setscrew to remove the lead. The blood came through a hole punched through the septum by the torque wrench at time of implant. With regards to the reported event of missing washers component. The setscrews do not have washers. The washers are part of the septums. The ventricular septum was removed in the field along with its washer and was not returned. Therefore, there was no washer or septum to examine.